Event description:
Event description guidant received information that during a normal device follow-up, interrogation of this implantable cardioverter defibrillator (ICD) with atrial tachy therapies revealed a fault code 01, charge time out. Review of device memory revealed an episode of noise which was oversensed and declared an arrhythmia; however, the device did not deliver therapy due to the fault code. The physician expressed dissatisfaction with regard to device longevity. The device was explanted, replaced and returned to guidant for analysis.